Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the reference frame did not track due to damage. There was no patient present when this issue was observed.